Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report, the device was explanted after having been inadvertently damaged during a repositioning surgery of the floating mass transducer (fmt). The patient has been explanted and re-implanted with a vorp 503 on the same side. This is a final report.

Event description:
The patient reported poor speech recognition and limited benefit with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported poor speech recognition and limited benefit with the device. The surgeon considers re-positioning the fmt away from the ossicular chain onto the round window. A revision surgery is scheduled.